Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda), requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted thinned posterior leaflet. The first mitraclip (81113u193) was implanted, reducing mr to 2. The second clip delivery system (cds 8120u109) was advanced to the mitral valve; however, it took 3-4 attempts to cross the valve due to difficulty with the location of the regurgitation jet. Imaging showed that the first clip was rocking and it was confirmed that the first clip became detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was not implanted and the cds was removed. An xtr mitraclip was deployed to stabilize the slda clip. Two clips were implanted, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any other similar incidents from this lot. All available information was investigated, and the reported device damaged by another device resulting in single leaflet device attachment (slda) appears to be related to user technique of positioning the additional clip during the procedure. The reported slda was a secondary effect of the reported device damaged by another device. There is no indication of a product quality issue with respect to manufacture, design or labeling.